Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) remotely accessed the cabinet and confirmed that the network adapter was already populated, and the network configuration was correct. Event viewer logs were reviewed and found to be associated with product incident 55845. The medbank application was closed and reopened, after which drawer functionality was confirmed to be working properly. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were not opening. However, there were no delays or adverse events or injuries reported based on this event.